Event description:
It was reported that the system 9800's left workstation monitor had screen burns causing live images to be somewhat distorted. There was no adverse patient involvement reported.

Manufacturer narrative:
The malfunction was verified. The left monitor was replaced. The system was tested and found to be working as intended and placed back into service.